Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that her daughter was hospitalized for low blood glucose levels and seizures. The reported blood glucose reading was 21 mg/dl. No troubleshooting was done. The mother asked to have the insulin pump replaced. Nothing further was reported.